Event description:
It was reported that the patient was experiencing undesired sensation when stimulation was turned on even after reprogramming attempts. The patient underwent an explant procedure. The explanted device will not be returned.